Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted with the reset process, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reoccurred. No additional outcome information was reported.